Manufacturer narrative:
Insulin pump passed functional testings including rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement test, active current measurement test, self test and displacement test. No unexpected hrm task did not grant motor power in reasonable time error alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer¿s pump alarmed for hrm task did not grant motor power in reasonable time. Customer¿s blood glucose was 183.6mg/dl at time of incident. Customer stated that they got alarm twice in same day. Pump will be returned for analysis.